Manufacturer narrative:
A device history review performed on the reported lot number identified no quality deviations associated with the MFR of this device. A review of similarly reported inflation device failures over the past 15 months did not indicate the presence of an adverse trend. The returned inflation device was visually examined and no damage or defects were noted. It was then functionally tested per specification. These tests included leak testing, gauge accuracy testing, and device locking mechanism testing. The device passed all testing with no failures occurring. As the returned device was found to meet specification the cause of the reported event is unable to be determined.

Event description:
As reported by customer in another country, during a pci procedure, a successful dilation of a 2.0mm balloon catheter was performed using an encore inflation device. The second inflation, however, was not able to be performed as the encore gauge would not register increasing pressure. The procedure was completed with another encore device and no pt complications resulted. The used encore had been returned for evaluation.